Manufacturer narrative:
Device evaluation was performed on pictures of the devices as the physical devices were not returned to mentor. Upon visual inspection of the pictures, it was observed the implant with no apparent damage covered with scar tissue. The photos do not provide enough evidence to determine any visible failure. Hands on analysis should provide the evidence necessary to confirm any failure . An investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. All mentor product is 100% visual inspected prior to release, the information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: fibrosis in chest, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
This report is the same event as and contains supplemental information for manufacturer report number 1645337-2019-19742, but due to a system issue, we cannot continue submitting reports under that number. It was reported that female patient underwent an unknown breast surgery with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including severe pain in her right breast. The patient reported that the pain is so debilitating that it affects her mental health and she struggles to do daily tasks. In addition, the patient developed extensive fibrosis (indicative of capsular contracture, baker grade unknown) in her right breast. The patient reported that the fibrosis attached to her muscle which resulted in part of her muscle having to be removed, which has resulted in left pectoral weakness. As a result, the patient underwent bilateral explantation in (B)(6) 2019. This medwatch report is for the patient¿s left breast prosthesis.